Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria of evaluation process for labeling issues. The device was not in patient use. There was no report of harm or injury. The trilogy 100 was returned to the manufacturer service center for evaluation and the customers complaint was confirmed. During the evaluation the technician confirmed the serial number and model number labels had in correct gtin revision therefore the labels were replaced to address the issue. Additionally, the device did not meet acceptance criteria of evaluation process for the following conditions, missing feet, damaged front, base and rear case enclosure, damaged display and cracked handle and were replaced to address the issues. There were no significant events in the error log. Upon further evaluation the device was alarming for low expiratory and check circuit while on run in cart. The technician confirmed the tubing was pinched and caused the alarm code therefore the device was disassembled and reassembled to correct the issue. The system board was damaged during service and was replaced. The unit was sent to run in and is awaiting testing. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up report will be completed. New information/evaluation: the trilogy100 ventilator was returned to the technician for additional evaluation due to a failed repair test for nurse call off. The interface system board will need to be replaced to address the issue. The repairs are awaiting the customers approval. In addition, the device a failed o2 low flow test during testing. The technician determined the gray foam required adjustment therefore was adjusted. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria of evaluation process for labeling issues. The device was not in patient use. There was no report of harm or injury. The trilogy 100 was returned to the manufacturer service center for evaluation, and the customers complaint was confirmed. During the evaluation the technician confirmed the serial number and model number labels had in correct gtin revision therefore the labels were replaced to address the issue. Additionally, the device did not meet acceptance criteria of evaluation process for the following conditions, missing feet, damaged front, base and rear case enclosure, damaged display and cracked handle and were replaced to address the issues. There were no significant events in the error log. Upon further evaluation the device was alarming for low expiratory and check circuit while on run in cart. The technician confirmed the tubing was pinched and caused the alarm code therefore the device was disassembled and reassembled to correct the issue. The system board was damaged during service and was replaced. The unit was sent to run in and is awaiting testing. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up report will be completed. Afterwards: the trilogy100 ventilator was returned to the technician for additional evaluation due to a failed repair test for nurse call off. The interface system board will need to be replaced to address the issue. The repairs are awaiting the customers approval. In addition, the device a failed o2 low flow test during testing. The technician determined the gray foam required adjustment therefore was adjusted. New information/evaluation: the trilogy100 ventilator was returned to the technician for additional evaluation due to a failed repair test for nurse call off. The interface system board will need to be replaced to address the issue. The repairs are awaiting the customers approval. In addition, the device a failed o2 low flow test during testing. The technician determined the gray foam required adjustment therefore was adjusted. The device was repaired and passed all test. The reported failure of [nurse call off] is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy 100 ventilator did not meet acceptance criteria of evaluation process for labeling issues. The device was not in patient use. There was no report of harm or injury. The trilogy 100 was returned to the manufacturer service center for evaluation and the customers complaint was confirmed. During the evaluation the technician confirmed the serial number and model number labels had in correct gtin revision therefore the labels were replaced to address the issue. Additionally, the device did not meet acceptance criteria of evaluation process for the following conditions, missing feet, damaged front, base and rear case enclosure, damaged display and cracked handle and were replaced to address the issues. There were no significant events in the error log. Upon further evaluation the device was alarming for low expiratory and check circuit while on run in cart. The technician confirmed the tubing was pinched and caused the alarm code therefore the device was disassembled and reassembled to correct the issue. The system board was damaged during service and was replaced. The unit was sent to run in and is awaiting testing. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up report will be completed.